Manufacturer narrative:
Insulin pump had blank flashing white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Missing segments/partial display unknown.

Event description:
The customer's mother reported via phone call that her son's insulin pump was not working. The customer's blood glucose level was 150 mg/dl. Troubleshooting was snot performed and the device will return for analysis.